Event description:
It was reported that the procedure was to treat a lesion in the proximal-mid right coronary artery (rca) with heavy tortuosity and heavy calcification. Pre-dilatation was performed and the 3.0 x 33 mm multi-link 8 stent delivery system (sds) was advanced, but did not cross the lesion. The 3.0 x 23 mm vision sds was then advanced, but went past the target lesion. During an attempt to pull the sds back to re-position at the lesion, the device stuck with the anatomy. The stent was then deployed in the mid-distal rca, in healthy tissue. Further dilatation was performed at the lesion and the 3.0 x 15 mm vision sds was advanced, but could not cross. A 3.0 x 12 mm vision stent was then successfully deployed in the mid rca, overlapping the previously placed stent. Another 3.0 x 15 mm vision sds was advanced in an attempt to treat the proximal rca, but could not cross to the lesion. After the sds was removed, it was noted that the stent was missing from the balloon. The stent was seen in the very proximal rca under fluoroscopy. A balloon was used to crush the stent to the vessel wall. The target lesion was then successfully treated with a 3.0 x 12 mm vision stent and a non-abbott stent. The patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4). The 3.0 x 15 mm vision stent referenced is being filed under a separate medwatch report. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.